Event description:
It was reported that the device had an incorrect volume delivered in continuous mode and required calibration. There was unknown patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a battery stabilizer that was melted into the battery spring, and the ehl showed error code 46228. The pump was unable to be tested due to the battery compartment being destroyed. The most likely/suspected cause of the customer reported problem was user error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard and battery compartment, and the pump passed all functional tests and performed as intended after repair.